Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Device is not returned.

Event description:
It was reported that the patient is asymptomatic. As per additional information received from legal, plaintiff alleges accolade tmzf hip implanted on or about (B)(6) 2008 failed causing device to loosen, which was removed on or about on (B)(6) 2013. Suit filed in new jersey.